Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the display of the infusion device was unreadable. The issue was visually apparent to the customer, however, the customer administered a quickbolus from the device without being able to see what he was injecting. At an unknown time, the patient experienced hypoglycemia and became unconscious. The patient was transported to the hospital. At the hospital the patient was treated with a glucose IV. At the time of the report the patient was still hospitalized, it is anticipated that he will be discharged on the day of report of (B)(6) 2019.